Event description:
It was reported that when the pt returned for re-teatment with a bulking implant material, the dr observed exposed bulking material from the previous implant. No intervention was performed and pt reported no complications or symptoms as a result of the exposed material. Pt status was listed as persistant incontinence. The dr did state that some of the implant may have extruded out the injection port in spite of holding it in for two minutes. The pt reportedly had a bone anchor sling performed prior to the bulking implant procedure being performed. No additional info or further complications were reported.